Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from an healthcare provider via a manufacturer's representative. The patient was implanted for spinal pain. It was reported that the patient fell and their stimulation changed and it was going on and off. It was noted that the stimulation was no longer in the correct area and they were sore at the generator site. The battery was re-oriented because they were on adaptive stim. It was noted that they thought the battery tipped a little which could have contributed to the soreness at the battery site. The impedances were good and x-ray showed that one lead moved one electrode slightly lower. The patient was re-programmed him and they added a new group along with re-orientation to account for the possible new position of the battery and the issue was noted as resolved at the time of the report.